Event description:
New bag of 100 ml of d23 plus additives was hung with a rate of 0.34ml/hr at 2049. At 2206, the 100ml bag was noted to be empty. The environment was checked for leaks (none). Patient's labs indicate patient received the fluids. The alaris pump was sequestered and checked by our healthcare technology management department and no free flow or warnings were detected. Reference report #mw5162567.